Event description:
It was reported that the patient presented via remote transmission with noise on their right atrial (ra) lead. There were no other electrical anomalies. The patient was asymptomatic and would be brought in clinic for additional testing.